Event description:
Alarm silence button/light stays "on". No alarms.

Manufacturer narrative:
The viasys field service rep. Evaluated the unit and determined that the root cause of the reported event was a faulty alarm board. The viasys field service rep replaced the affected component and ran the unit through a complete calibration and checkout to ensure that it meets all factory specifications. Upon completion, the unit was returned to the customer's control ready to be placed back into service.